Event description:
It was reported that during a photoselective vaporization procedure of the prostate, a break in the middle of the fiber occurred after 100 jules of use. Light was observed to be emitted at the fiber break location. The procedure was completed using a second fiber without patient complications. It was noted that the fiber was confirmed to be in good condition after unpacking and prior to use. No further information was reported.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, a break in the middle of the fiber occurred after 100 jules of use. Light was observed to be emitted at the fiber break location. The procedure was completed using a second fiber without patient complications. It was noted that the fiber was confirmed to be in good condition after unpacking and prior to use. No further information was reported.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the reported fiber break event was able to be confirmed as analysis identified a fiber body break at 17.5 inch from the connector. The fiber did not exhibit signs of usage as there was not devitrification and debris adhesion identified on the fiber tip. Based on analysis, it is probable that rough technique or excessive manipulation contributed to the fiber body break. The interaction between the user and device caused or contributed to the observed fiber break. According to the instructions for use (IFU), caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Device history review the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the fiber was returned for analysis to our post market quality assurance laboratory. Visual analysis identified a fiber body break at 17.5 inch from the connector. The metal cap did not exhibit any signs of charred debris on its surface. The glass cap did not exhibit any signs of devitrification in the output window. The fiber was functionally tested with the hene (helium - neon) laser fixture. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber as intended. No damage was observed on the fiber connector. Labeling review the device instructions for use (IFU) was reviewed. The IFU states: caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion analysis of the returned fiber identified a fiber body break at 17.5 inch from the connector. The fiber did not exhibit signs of usage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber break.